Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during the use of a needle with wings 21g for the sampling of 30 tubes, at the end of the 25th tube flow of blood from the body of pump noticed. The rubber which must cover the needle at each withdrawal of the tubes does not perform its anti-leakage role any more." Consequences observed: "spillage of a little blood on the clothes, on the ide's shoes and on the floor." No report of further blood exposure or medical interventions.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "during the use of a needle with wings 21g for the sampling of 30 tubes, at the end of the 25th tube flow of blood from the body of pump noticed. The rubber which must cover the needle at each withdrawal of the tubes does not perform its anti-leakage role any more."" Consequences observed: "spillage of a little blood on the clothes, on the ide's shoes and on the floor." No report of further blood exposure or medical interventions.